Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The customer calibrated the ca assay. Siemens reviewed the instrument data and determined that quality control (qc) recovered out of range with abnormal assay flags and calibration was acceptable with abnormal assay flags. Further, siemens reviewed the result calculation data and observed errors, which indicates a mixing issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse entered diagnostics mode, ran service methods and sample 1 (s1) mix test. Further, the cse replaced the s1 mixer and belt, ran a system quick check, which passed, and ran calibration and qc, which recovered acceptably. Siemens evaluated the event and determined that improper sample mixing potentially contributed to the erroneous ca results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). For sample identifier (B)(6) the sample was repeated twice on the original instrument. The repeat results recovered lower than the initial result and were considered erroneous. The repeat results were not reported to the physician(s). For both sample identifiers, the customer declined to provide further information on the patient sample results data, including the correct results obtained. Therefore, the correct results reported for the two patient samples are unknown. There are no known reports of patient intervention or adverse health consequences due to the erroneous ca results.